Event description:
It was reported that during a low anterior colon resection procedure, the purse string was done on the proximal section of the bowel and then it was noticed that there were a few diverticulum of colon. Two additional sutures were done to include the few diverticulum. Then the surgeon attached the anvil to the device. When he tried to detach the anvil from the device, the anvil would not come off. The device had to be cut off the tissue. Another device was used to complete the case with no patient consequence. The proximal donut was not fully complete. A leak test was done and there were no leaks. The surgeon performed a protective temporary ileostomy. The surgeon will check the patient in the near future, but it is unknown at this time when. The device was discarded. Additional information has been requested.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). It was reported that the illeostomy was a planned, temporary illeostomy and had nothing to do with this event. Therefore, this event no longer meets the criteria of an adverse event.